Event description:
It was reported that the patient with this sling device experienced recurring incontinence since implant procedure. No further information was provided.

Manufacturer narrative:
The exact event and implant date were not available, therefore the date 11/01/2023 was used as estimate, as it was reported that the device was implanted over a year ago.